Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeling off from the ok button to the down arrow button. During testing, the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was observed under all key contacts. Additionally, evaluation revealed that the display was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and contamination was found under all key contacts. Additionally, evaluation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.